Event description:
It was reported that during a total knee arthroplasty procedure, two blades broke at the mount. It was also reported that there were no adverse consequences and no delay as a result of this event. It was further reported that the procedure was completed using a back-up device.

Manufacturer narrative:
The two blades subject to this investigation were not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. The root cause is multi-factorial.